Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, ventricular fibrillation (vf) occurred. Ablation was stopped, and a direct current (dc) defibrillator was used to resolve the vf. Later in the procedure, early deflation of the balloon was observed. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed multiple applications were performed with a balloon catheter without any issue on the date of the event. The mapping catheter was not returned for investigation and there was no indication of a product malfunction. A known clinical issue (arrhythmia) was encountered during the procedure. If information is provided in the future, a supplemental report will be issued.